Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue an unresponsive lcd touchscreen was confirmed. Ventec replaced the lcd touchscreen to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the lcd touchscreen.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that a section of its lcd touchscreen was unresponsive. There were no reports of patient involvement associated with the reported event.